Manufacturer narrative:
Other, other text: investigation completed on a smith medical intubation/portex endobronchial tubes one picture attached and in picture from p/n 195-32l l/n 3955980 is observed, no damage could be detected. Functional testing: the returned sample was inflated using a syringe and was submerged under water to detect any leak. No leaks were observed. No root cause could be determinate since sample successfully passed leak test. The device passed all functional testing prior to release.

Event description:
Investigation completed and summary in h 10.

Manufacturer narrative:
This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms#(B)(4). No problems or issues were identified during this device history record review. One sample was received in used conditions, with its opened original packaging for investigation. The returned sample was inflated using a syringe and was submerged under water to detect any leak. No leaks were detected after submerged under water; the complaint was not confirmed. No root cause could be determinate since sample successfully passed leak test. No action taken was performed since the complaint was not confirmed.

Event description:
Information received a smiths medical intubation/portex endobronchial tubes leaked. Reported during the use of the product, the customer found leakage of air from the cuff. No patient injury.